Event description:
Customer reported two past incidents where they forgot to complete the fill tubing sequence during the load process, intermittently. Resulting in multiple incidents of elevated blood glucose levels above 600 mg/dl. Customer resolved the issue and address the elevated bg by completing the load sequence and delivering a correction bolus via the pump.